Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable d2a and d2b: the exact identity of the device is currently unknown; however, the event was discovered after a central venous catheter insertion. Therefore, product code foz has been selected. The product code will be updated should additional information be provided e3- occupation: clinical risk manager. G4 - PMA/510(k) #: the exact identity of the device is currently unknown. PMA/510(k)# section will be updated should additional information be provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a female patient underwent a central line placement procedure in which a central venous catheter was placed. Later, a foreign body was found in the heart. It is uncertain if the foreign body is from the central line placement. The customer has requested information about the wire guide, specifically the mandrel, in order to rule out the wire as the foreign body in the patient's heart. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: d2a & d2b, h6 (annex e, annex f). Additional information: b5, b7, d - product identifier, d1, d4 (model #, catalog #). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. It was reported the date of the central line placement attempt was (B)(6) 2024. According to the attending physician there was difficulty during the placement of the central line. The patient had a history of cerebral palsy, with severe contractures that made placement challenging and ultimately unsuccessful. Later, the patient experienced chest pain, so front and lateral chest radiographs were taken. On (B)(6) 2024, a 1.5 cm linear, radiopaque foreign body was identified projecting over the left hilum. The image report also noted the "lungs are grossly clear without pneumothorax or pleural effusion. Cardiac and mediastinal contours appear similar. No acute osseous findings. There are air-filled loops of bowel in the imaged upper abdomen." Imaging of the chest was provided. The foreign body has not been removed. The customer reiterated that they are unsure if the foreign body is from the cook device. However, the attempted central line placement is the only procedure the patient underwent. The customer considered the possibility of the wire guide mandrel breaking when looking at the kit; therefore, the customer requested further information about the wire guide.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that on (B)(6) 2024 a female patient underwent attempted placement of a central venous catheter with a cook single lumen central venous catheter. The patient had a history of cerebral palsy, with severe contractures that made placement challenging and ultimately unsuccessful. Later, the patient experienced chest pain, so front and lateral chest radiographs were taken. On (B)(6) 2024, a 1.5 cm linear, radiopaque foreign body was identified projecting over the left hilum. The image report also noted the "lungs are grossly clear without pneumothorax or pleural effusion. Cardiac and mediastinal contours appear similar. No acute osseous findings. There are air-filled loops of bowel in the imaged upper abdomen." Imaging of the chest was provided. The foreign body has not been removed. The customer stated they are unsure if the foreign body is from the cook device. However, the attempted central line placement is the only procedure the patient underwent. The customer considered the possibility of the wire guide mandrel breaking when looking at the kit; therefore, the customer requested further information about the wire guide. Based on the information provided it is possible that the difficulty experienced during the attempted placement procedure damaged the wire guide resulting in separation and subsequent device retention. However, this possibility cannot be confirmed. It should be noted that the foreign body has not be definitively identified as the wire guide from the cook set. Reviews of documentation including quality control procedures, manufacturing instructions and the instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling: a user technique/IFU use error cause of failure is not suspected. Upon review of the dmr, there is no indication the complaint device was manufactured out of specification. Based on the information provided, no product returned, and the results of our investigation, a definitive cause for the failure could not be established. It is possible that the fragment was a wire that fractured during attempted device placement. However, due to the patient's condition of cerebral palsy with severe contractures, it is possible the device fractured as a result of this, but without additional information this cannot be confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.